Manufacturer narrative:
The used company cartridge was returned. Inadequate viscoelastic was observed. The cartridge had heavy stress and a large aneurysm on the left side. The cartridge had evidence of placement into a handpiece. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause for the reported lens damage may be related to a failure to follow the instruction for use (IFU). The used company cartridge was returned. Inadequate viscoelastic was observed. The cartridge had heavy stress and a large aneurysm on the left side. Top coat dye stain testing was conducted with acceptable results. The cartridge damage observed may occur with inadequate viscoelastic and or if the lens and plunger were not in proper positions for advancement. The IFU instructs to completely fill the cartridge with ophthalmic viscosurgical device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The intra ocular lens iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported with a description, at the time of intraocular lens (iol) inspection in cartridge it was noticed that there was a crack in the optic of iol. Doctor believes that it was created from a defective cartridge. There was no patient contact and no patient harm.